Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported blood leakage at the temperature port connection. Blood loss was approximated at 50 ml. There was no indication of resulting injury. The complaint sample was not available for product return.

Event description:
A user facility reported blood leakage at the temperature port connection. Blood loss was approximated at 50 ml. There was no indication of resulting injury. The complaint sample was not available for product return.

Manufacturer narrative:
Additional information: a3, a4, d4 the described situation is adequately addressed in the instructions for use and/or on the label. Documentation of module production revealed no non-conformity during the manufacturing process. The trend analysis showed no similar complaints under the same batch number. There is no sample available for examination, so it was not possible to define the origin of the leakage. Due to 100% leak testing, it is highly unlikely to detect a failure in the retention sample. The following was observed in the provided videos: 2 temperature sensors are plugged into one another. The cap on the arterial blood sample port shows external damage caused by the use of accessories such as clamp scissors or similar. Both can have an influence on the tightness of the named ports. Therefore, the manufacturer considers this event a one-time occurrence.